Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the cannula was found to be elongated. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula as intended. No other defects or deficiencies were identified during the investigation. Although the cannula was damaged the timing and effect of the observed damage was unable to be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached the 400 mg/dl range while wearing the pod between 24 and 36 hours. The pod was worn on the hip/buttocks. The patient was treated with shots to lower the bg levels.